Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument was placed across the bowel and the consultant began to fire the stapler. However, the firing knob would not advance the entire length required and became apparent that the firing cycle would not be completed. The instrument, however, fired successfully when an alternative reload was inserted. There was no consequence to the pt. The device was discarded.